Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump¿s black box showed multiple loss of prime warnings (cs162) with low non zero and zero force. During testing, the pump successfully completed the rewind, load cartridge, and prime steps successfully with no loss of prime warnings. The force sensor calibration was found to be within specification. The pump was exercised for 24 hours with no loss of prime occurring. The pump was opened and there was no evidence of physical damage on force sensor pins. The complaint of a loss of prime issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.